Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2020 due to sepsis. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection and syncope could not be conclusively determined through this evaluation. A direct correlation between these events and heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was manufactured with the esd hardware improvement . The relevant sections of the device history record for the percutaneous lead assembly were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas IFU lists various forms of infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU and the heartmate 3 lvas patient handbook provide information regarding electrostatic discharge and warn to avoid activities that could create static electricity. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files identified a pump stop, which appears consistent with an electrostatic discharge (esd) event. In addition, a specific cause for the reported infection and syncope could not be conclusively determined through this evaluation. A direct correlation between these events and heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively established. The submitted controller event log file captured one transient pump stop on 16mar2020 at 12:07:51, which lasted approximately 4 seconds in duration. This event did not last long enough to trigger an audible alarm, and the pump appeared to ramp up to the set speed without issue following this event. Outside of this event, the pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the submitted data. The account communicated that the patient reported significant orthostasis with speed drops followed by blacking out whenever he stood up. The patient was very debilitated and essentially bed-bound. The patient denied any alarms, and only reported the positional dizziness which had been ongoing since november or december. It was suspected that he was having stacking pi events with position changes. The patient refused to try getting up in front of the vad coordinator. The patient was admitted on (B)(6) 2020 and it was later reported that the patient was in the emergency department for a bloodstream infection causing a fever and low blood pressure. The source of the infection was not known, and the plan of care was to treat the infection with antibiotics. The patient remains ongoing on (B)(6) and no further issues have been provided to this date. (B)(6) was returned with pump cable fully intact. The modular cable was returned attached the pump cable. The sealed outflow graft, bend relief and outflow graft clip were returned attached the pump cover outlet port. The apical cuff was returned secured by the cuff lock. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The heartmate 3 lvas instruction for use (IFU) lists various forms of infection, sepsis and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU and the heartmate 3 lvas patient handbook provide information regarding electrostatic discharge and warn to avoid activities that could create static electricity. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was manufactured with the esd hardware improvement implemented via CAPA 114092 (motor s/n (B)(6)). The relevant sections of the device history record for the percutaneous lead assembly were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20mar2019. The heartmate 3 lvas IFU, lists various forms of infection, sepsis and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides care instructions in reference to preventing infection, including exit site treatment. Section 6 also explains that strong static discharges should be avoided. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. The heartmate 3 lvas patient handbook, provides care instructions in reference to preventing infection in various sections. Section 1 entitled ¿introduction¿ warns not to touch the television or computer screen, vacuum, or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient complained of orthostasis with speed drops followed by blacking out whenever he stands up. The patient is very debilitated and essentially bed bound. Ventricular assist device (vad) coordinator suspects that the patient is having stacked pulsatility index (pi) events with position changes. The patient refused to try to get up for the vad coordinator. The patient denied any alarms altogether, just reported the positional dizziness which was ongoing since november or december. The patient was admitted on (B)(6) 2020 and in the emergency room (ER). The patient was hospitalized on (B)(6) 2020 for a bloodstream infection causing low blood pressure and a fever. The patient is being treated for orthostasis with speed drops followed by blacking out by treating the infection. The patient is being treated for the infection with antibiotics. The source of the infection is unknown.